Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4).

Event description:
It was reported that during a stenting procedure for treatment of an arteriosclerosis of the sfa, the vascular stent could not be deployed any further after being deployed 15 mm. As reported, the thumb wheel of the deployment mechanism could be moved but the stent still remained in the system. Then the handle was disassembled in order to deploy the stent manually which was also unsuccessful. No further treatment was performed after the deployment failure; the physician decided to leave it as it is. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported deployment failure could be confirmed. The stent was found to be partially released and the distal part of the stent was found to be fractured. The disposition of the fragment is unknown; however, reportedly the entire system was removed from the patient. The returned stent delivery system was found to be disassembled completely. Due to the poor condition of the returned device, no further investigation could be performed. Increased friction in the catheter section is considered the reason for increased release force and subsequent deployment failure. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy or challenging stent placement site may lead to high friction during the attempt to release the stent. Reportedly, the lesion had been pre-dilated. On the basis of the information available and the sample evaluation, a definite root cause for the reported event could not be determined. The IFU states: "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit." And "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used."

Event description:
It was reported that during a stenting procedure for treatment of an arteriosclerosis of the sfa, the vascular stent could not be deployed any further after being deployed 15 mm. As reported, the thumb wheel of the deployment mechanism could be moved but the stent still remained in the system. Then the handle was disassembled in order to deploy the stent manually which was also unsuccessful. No further treatment was performed after the deployment failure; the physician decided to leave it as it is. There was no reported patient injury.